Manufacturer narrative:
The returned valve was patent, and met all requirements for reflux, pressure-flow, and leak testing. However, the device did not meet the expectations for preimplantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve had poor elasticity and was unable to rebound. The valve was explanted on (B)(6) 2018. There were no symptoms reported and the patient's status was listed as no injury.